Manufacturer narrative:
Lot # corrected to f66898; expiration date corrected to 12/09/2023. Manufacture date corrected to 12/11/2015. Corrected from "no" to yes, since the device was received for evaluation. Corrected from "not returned to manufacturer" and "no: other - the hospital disposed of the device." To yes. Result: there was no visible damage to the ruby coil when observed through the sterile product pouch. The pouch was opened by a penumbra investigator and the ruby coil was removed. There was no visible damage to the ruby coil. Conclusion: evaluation of the returned device revealed the sterile product pouch was not opened and the ruby coil was still in the packaging hoop and undamaged. Therefore, the root cause of the complaint could not be determined. Ruby coils are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the hospital staff noticed that the ruby coil hypotube was bent after removal from the dispenser hoop. The bent ruby coil was found prior to use and was not used for the procedure. The procedure continued using a new ruby coil.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: 1. Device manufacture date.